Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia and bent cannula event. Blood glucose level was 40 mmol/l at the time of the event and patient got treated with intravenous (IV) and fluids of saline and insulin and patient was found positive for high ketones and ketones level were found to be life threatening. Patient was released from the hospital on (B)(6) 2026.